Event description:
It was reported by the patient that they experienced high blood glucose levels for 3 to 4 hours. The pod was worn between 4 and 24 hours. The patient stated that at the time of incident, insulin on board was 5.7 u and the last bolus was 0.7 u, but did not decrease blood glucose levels. Bood glucose level ranged from 295 mg/dl to 300 mg/dl. The patient stated that the pink slide did not move forward, however the cannula did insert into the skin during wear. There was no confirmed redness/swelling nor insulin leakage at the insertion site. The pod was still in use at the time of call with product support, therefore it is unknown the condition of the cannula. The patient received a notification regarding the dexcom sensor not reading properly. However, the message disappeared before the patient was able to read the full message. The patient stated that they consistently experienced this issue when wearing the pod on their abdomen (left or right side). They never encounter this issue when wearing the pod on the upper arm. No treatment details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.3cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.